Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.\

Manufacturer narrative:
Contact office: contact information: (B)(4).

Manufacturer narrative:
The suspect solenoid was returned for failure investigation; open coil windings were found. Root cause of the open coil windings cannot be determined, so the determination could not be made that the device originally failed to meet specification.

Event description:
The customer reported the ventilator failed system pressure testing. The customer reported there was no patient involvement.

Event description:
The customer reported the ventilator failed system pressure testing. The customer reported there was no patient involvement.